Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particulate. On an unspecified date, the tubing set was being used to deliver an unspecified pain medication, at an unspecified rate, via an unspecified pump. After an unspecified length of time, the customer contact reported that the patient noted a particulate at an unspecified location in the tubing set. It was reported that the particulate was described as grayish blackish material and the size of the particulate was unspecified. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.